Event description:
Customer reported that their pump malfunctioned after passing through an x-ray body scanner at an airport. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, resolving the malfunction issue, and provided guidance for future occurrences. The customer accepted the instructions and resumed using the pump without further issues.